Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side wire grossly with migration into fundal myometrium') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine") and fatigue ("tired"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy sparing ovaries). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered fatigue and migraine to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received. Previously reported unspecified event "medical device removal" was updated to "device dislocation". This case is medically confirmed. Patient date of birth and reporter was added. Essure model number was updated (previously reported as ess305). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered fatigue, medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered fatigue, medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received case became serious incident new event added medical device removal, device implant and explant date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.